Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00206, 0001822565-2019-02852, and 0002648920-2019-00510. Concomitant medical products: femur cemented cruciate retaining (cr) narrow right size 6, catalog#: 42502006002, lot#: 63382306; tibia cemented 5 degree stemmed right size c, catalog#: 42532006402, lot#: 63511280; inset all poly patella size 26 mm dia. Standard 7.5 mm thickness, catalog#: 00597206526, lot#: 63404702. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is reporting pain, stiffness with excellent range of motion, experiences swelling when standing for long periods of time, walking, dancing and aerobics, and it band syndrome issues approximately two years post operatively. No revision has been reported.